Event description:
It was reported that during device prep, the balloons on five fogarty catheters popped. There was no patient involvement or injury reported. The affected catheters were reported as several different model and lot numbers. This reported instance is for one model 120804fp catheter from lot 64036668.

Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter. Blood was visible on the balloon. The balloon latex appeared deteriorated with multiple cracks and tears evident on the balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, and the edges did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloons popped was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A pra addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in the investigation phase. As part of the manufacturing process controls, 100 percent of the units go through a balloon winding and visual inspection. The units should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. The storage conditions for these catheters are specified in the IFU.